Event description:
It was reported that during a case the image on the 9800 system went black. There was not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a broken video wire in the hv cable. Replaced the hv cable. The system was tested and found to be working as intended and placed back into service.